Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reports that button two does not work sometimes. There was no pt involvement.